Manufacturer narrative:
(B)(4) - the device was manufactured may 21, 2015- may 22, 2015. The actual device was not available; however, a photograph of the sample was provided for evaluation. Evaluation of the photo revealed that fluid had leaked into the housing of the device, however; the ruptured bladder was unable to be verified through the photo sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the reservoir of a large volume infusor had ruptured. This occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.